Manufacturer narrative:
Additional suspect medical device components involved in the event: model: db-2202-30, serial/lot: (B)(4), description: dbs directional lead sterile kit 30 cm. As the device involved in the complaint has not been returned, a device analysis could not be performed. However, review of the complaint report, device history and sterilization records were found to be satisfactory and did not find any anomalies or deviations that potentially relate to the reported event.

Event description:
A report was received that the patient had developed an abscess at the surgery site some time after being implanted with a spinal cord stimulator. A culture was taken that had positive results for streptococcoses pyogenes. The patient was given antibiotics, and underwent an explant procedure to remove the device. The system was helping with parkinsons symptoms and the physician does not believe the scs device to be at fault, but rather the patient probably had a systemic infection that was unknown at the time of implant. Patient is doing well post explant procedure, and all symptoms were resolved.